Event description:
It was reported that 15 needles of bd ultra-fine¿ short pen needles were broken. No patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: caregiver contacts to report a possible quality deviation in bd ultra-fine 8mm needles. Reports that 15 needles from the lot were broken in the part where they attach to the insulin pen. As soon as she removes the needle's protective seal, she notices the reported deviation.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 15 needles of bd ultra-fine¿ short pen needles were broken. No patient impact reported. The following information was provided by the initial reporter, translated from portuguese to english: caregiver contacts to report a possible quality deviation in bd ultra-fine 8mm needles. Reports that 15 needles from the lot were broken in the part where they attach to the insulin pen. As soon as she removes the needle's protective seal, she notices the reported deviation.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.